Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6) it was reported that the patient visited ER and eventually hospitalised due to high blood glucose from (B)(6)2024. The glucose level was 400 mg/dl. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6)patient country: (B)(6)